Manufacturer narrative:
(B)(6). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an patient prescribed prograf (tacrolimus) 1.3mg in 250mls to be delivered over 24 hours at 10.4mls/hr. The medication bag ran out before the full 24 hours was completed. When the IV pump alarmed empty, the nurse realized the pump was infusing at an incorrect rate. Event discovery time around 3 am. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: medical device serial #, imdrf annex a,b,c,d and g codes.

Event description:
It was reported an patient prescribed prograf (tacrolimus) 1.3mg in 250mls to be delivered over 24 hours at 10.4mls/hr. The medication bag ran out before the full 24 hours was completed. When the IV pump alarmed empty, the nurse realized the pump was infusing at an incorrect rate. Event discovery time around 3 am. There was a patient involvement but no harm.